Event description:
It was reported that a patient experienced transient visual disturbance secondary to ocular migraines. During a procedure, a farawave catheter was selected for use. After a seven day follow up, the patient went to outside hospital (B)(6) 2025 for visual disturbance with color changes (lot of bright colors) that lasted for about twenty minutes and difficulty finding words. They were briefly admitted for transient ischemic attack. Per records, pt admitted for acute onset of visual disturbance and uncontrolled hypertension (htn). Head CT negative for acute intracranial abnormalities, eeg negative, head & neck cta showed no large vessel occlusion or aneurysm, brain MRI showed no acute ischemia, old bilateral basal ganglia lacunar infarcts were noted. The patient was discharged once stable (B)(6) 2025. Additional information received indicates post-procedural map revealed atrial fibrillation signal in the posterior wall. For patient safety and well being, investigator made the clinical decision to ablate the posterior wall of left atrium in addition to the pulmonary veins (off-label). Ai received: imaging performed (already coded). Farawave upn/lot updated. The event is related to pre-existing condition.

Manufacturer narrative:
Additional information added to d4: unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc, as the device was part of a clinical study, and the study has not yet reported which specific device was used for the procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction made in g2. Additional information was updated in b5, f10, and h6.

Event description:
It was reported that a patient experienced transient visual disturbance secondary to ocular migraines. During a procedure, a farawave catheter was selected for use. After a seven day follow up, the patient went to outside hospital (B)(6) 2025 for visual disturbance with color changes (lot of bright colors) that lasted for about twenty minutes and difficulty finding words. They were briefly admitted for transient ischemic attack. Per records, pt admitted for acute onset of visual disturbance and uncontrolled hypertension (htn). Head CT negative for acute intracranial abnormalities, eeg negative, head & neck cta showed no large vessel occlusion or aneurysm, brain MRI showed no acute ischemia, old bilateral basal ganglia lacunar infarcts were noted. The patient was discharged once stable (B)(6) 2025. Additional information indicates that a post-procedural mapping revealed atrial fibrillation signals in the posterior wall. The investigator made a clinical decision to ablate the posterior wall of the left atrium in addition to the pulmonary veins. This action is considered off-label use of the farawave catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc, as the device was part of a clinical study, and the study has not yet reported which specific device was used for the procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced transient visual disturbance secondary to ocular migraines. During a procedure, a farawave catheter was selected for use. After a seven day follow up, the patient went to outside hospital (B)(6)2025 for visual disturbance with color changes (lot of bright colors) that lasted for about twenty minutes and difficulty finding words. They were briefly admitted for transient ischemic attack. Per records, pt admitted for acute onset of visual disturbance and uncontrolled hypertension (htn). Head CT negative for acute intracranial abnormalities, eeg negative, head & neck cta showed no large vessel occlusion or aneurysm, brain MRI showed no acute ischemia, old bilateral basal ganglia lacunar infarcts were noted. The patient was discharged once stable (B)(6)2025.

Manufacturer narrative:
Correction to device code updated from a23; use of device issue to a2304: off-label use. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced transient visual disturbance secondary to ocular migraines. During a procedure, a farawave catheter was selected for use. After a seven day follow up, the patient went to outside hospital (B)(6) 2025 for visual disturbance with color changes (lot of bright colors) that lasted for about twenty minutes and difficulty finding words. They were briefly admitted for transient ischemic attack. Per records, pt admitted for acute onset of visual disturbance and uncontrolled hypertension (htn). Head CT negative for acute intracranial abnormalities, eeg negative, head & neck cta showed no large vessel occlusion or aneurysm, brain MRI showed no acute ischemia, old bilateral basal ganglia lacunar infarcts were noted. The patient was discharged once stable (B)(6) 2025. Additional information received indicates post-procedural map revealed atrial fibrillation signal in the posterior wall. For patient safety and well being, investigator made the clinical decision to ablate the posterior wall of left atrium in addition to the pulmonary veins (off-label). Ai received: imaging performed (already coded). Farawave upn/lot updated. The event is related to pre-existing condition.